Event description:
User have reported that the monitor has displayed spo2 between 89 and 99 for two hours. There was a pt injury reported. (B)(4).

Manufacturer narrative:
The delta software logs did not indicate any abnormal function of the delta monitor. Photos indicate that the pod was an older masimo spo2 pod hardware revision, manufactured in december 2009. The spo2 pod was requested, but not provided to draeger for analysis. The root cause could not be conclusively determined based on the information provided. Draeger assessed the risk for the reported issue and determined that there are no new or revised risks. If there is a communication failure with a pod, an error message is displayed to alert the user. No actions are planned by draeger at this time. Draeger will continue to monitor for similar reports of this issue.